Event description:
It was reported that during a wedge resection procedure, the surgeon tried to use the device to resect the lung, but the staple didn't fire. Unk how case was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.